Event description:
It was reported by customer that inside of kit smells moldy- horrible smell coming from inside kit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an abnormal smell originating from the kit could not be confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter kit. The kit shipper box was not returned. A gross visual inspection of the returned unit found that the kit was opened and no obvious use residues were present. The kit was unpackaged and inspected. No abnormal odor was perceived when unpacking the kit. Additionally, no damage to the components or features which could result in an abnormal odor (i.e., perishable foreign material) were observed. Based on the available evidence, the complainants reported defect could not be confirmed.